Event description:
It was reported, the pt experienced new persistent pain and allodynia at the ipg site a month after the ipg was implanted. The physician reported, the pain was possibly due to the pt being very slender and secondary to reasons unrelated to the scs system the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.